Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a leaky capacitor, designator c177. The customer received a replacement device.

Event description:
According to the reporter, the device displayed the charge-pak, attention, and service wrench icons and would not power on. There was no patient associated with the report.